Event description:
Event description guidant received information that this ventricular lead had fallen out of place four days after implant. During an invasive procedure, and after several hours of attempts to reposition the lead, the doctor decided to pull the entire system.